Event description:
After one year of cochlear implant use, this patient reported that her speech understanding had decreased significantly, an integrity test in 04/2005 revealed multiple faulty electrodes. The following day her audiologist reported an additional faulty electrode. Clinicians decided to explant the device in 2005.